Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612 / 9651824) was impeded in the middle section of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / 31659835) and could not advance further. The physician tried to retract the stent alone, but it was noted that the stent component was prematurely detached from the delivery wire between the hub of the microcatheter and the y-connector. The physician removed the stent and replaced it with another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612 / 9651824), but this second stent was also impeded in the middle section of the microcatheter and could not advance further. The physician removed the microcatheter and the second stent from the patient and replaced the devices with devices from other manufacturers to complete the procedure, which was reportedly prolonged by 10 minutes. There was no report of any negative patient impact. It was reported that for the first stent, the physician increased the force to remove the delivery wire, and the stent became detached from the delivery wire in the section between the microcatheter hub and the y-connector. For the second stent, after the procedure was completed, the physician retracted the stent from the microcatheter, and the delivery wire was removed without any extra force; the stent was still attached to the delivery wire on the second stent. On 15-apr-2026, additional information was received. The stent-assisted endovascular embolization procedure was targeting an aneurysm on the right internal carotid artery (ica), posterior communicating artery. A continuous flush was maintained through the microcatheter. For the first stent, aside from the premature stent detachment, there was no damage noted on the stent / stent delivery system. There was no damage on the stent / stent delivery system of the second stent. No visible kinks or other damages were observed on the microcatheter. The replacement microcatheter was not another 150cm x 5cm prowler select plus microcatheter. The reported 10-minute procedure extension was not clinically significant. The information confirmed there was no negative impact on the patient.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: initial reporter facility name: per new requirement from cac (cyberspace administration of china), in case complaint reporter¿s hospital is related to military, police department, military academy/institution, political party, government organ/agency or classified unit [1], the name of such employer should be desensitized and redacted prior to be transferred abroad. The account name and facility name were not allowed to be displayed in the relevant area. Section e.1: the initial reporter phone: (B)(6). Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9651824. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.